Event description:
Reportedly, during pt use, the silence/reset button did not work automatically; however, the led did blink. The alarm and the alarm message disappeared and the pt was manually ventilated while being transferred to another ventilator. There were no adverse pt effects reported.

Manufacturer narrative:
(B)(4). Though requested, add'l pt info was not provided.